Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a broken ceramic tip and a damaged sealing ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs has a broken ceramic tip. The damage is said to have occurred during transport. There were no reports of patient harm.